Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been completed. No deviations or non-conformances noted. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reports that a patient was injected with 1 ml juvéderm® volift¿ with lidocaine in the lips and nasolabial folds, same ¿partida¿ (as reported), and experienced allergic reaction. Patient evolved with edema in the mucosa and angioedema. Symptoms occurred at the lips. Patient treated with heat, crono 12, injectable antihistaminic and corticoids. Symptoms were resolved an unspecified amount of time later.